Event description:
The customer reported being in the emergency room due to diabetes ketoacidosis and high blood glucose over 600mg/dl. The customer was vomiting prior to her admission. Troubleshooting was performed, and she was unable to describe any possible damage to the drive support cap. Advised the customer that the insulin pump would be replaced and revert to back up plan. No further information was provided.

Manufacturer narrative:
The insulin pump was received with motor error alarm during rewind due to corroded motor home switch. Unable to perform displacement test or occlusion test due to motor error alarms.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further information will follow once the analysis has been completed.